Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low battery alarm. Troubleshooting was done. Customer's blood glucose was unknown. The customer was advised to call when issue persists. Advised customer that battery cap would be replaced. Customer declined to do troubleshooting for the weak battery alarm found in the alarm history. No further information provided.